Manufacturer narrative:
G1 contact office phone: +1(724)351-2041

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's touchscreen had no inputs. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the toushcreen was replaced to resolve the issue. A performance verification test (pvt) was performed, and the system meets the specification for the performed service and is returned to use.